Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, evaluations of the actual samples are unable to be performed. A lot history review revealed this is the only complaint for this lot. The product identifiers were obtained; therefore, a device history record (DHR) was reviewed for this device. A review of the manufacturing record showed the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an index procedure, the physician used two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters to treat the target lesion located from the proximal one-third and middle one-third of the superficial femoral artery (sfa) of the left leg. Approximately 13 months later, the hcp determined through duplex ultrasound (dus) that the patient's left sfa was reoccluded. The revascularization was performed on (B)(6) 2015. No further adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00002.